Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Short circuit in the motor cable - motor cable replaced; resistance value out of specs: hand control set replaced; "micro": preventive replacement of o-rings performed; according to service manual; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test according to test procedure completed. Further information regarding the cause of the defect has been provided in the input check report to help determine a root cause for this failure. When there is a short circuit in the motor cable, the motor may not run smoothly therefore is a potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post-operatively to an unspecified surgical procedure, it was observed that the micro tornado hp w handcontrol device would not turn as the motor was jammed. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the surgical procedure as a spare device was available for use to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.